Manufacturer narrative:
(B)(6).

Event description:
Respond edge study. It was reported that a stroke, incontinence, swelling, and left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. On the same day, post index procedure, the patient developed lbbb and was diagnosed with mild swelling left groin. Echocardiogram was performed as a diagnostic procedure and no action was taken to treat the lbbb. One day post index procedure, the patient was diagnosed with a stroke. Hospitalization was prolonged for further evaluation and treatment. A CT scan was performed as a diagnostic test. The etiology of the stroke was ischemic based on clinical symptoms and neuroimaging. Two days post index procedure, the mrs score was noted to be 5 indicating severe disability; bedridden, incontinent and requiring constant nursing care and attention. The lbbb and stroke were considered not resolved and the left groin swelling was resolving. It was further reported that one day post index procedure, the patient was noted with reduced vigilance which was suspected for apoplexy. Neuropsychological examination revealed neglect towards the right, with irritable and latent aggression. A neurological examination revealed that cranial nerves showed suspected ptosis on the left, gaze preferences towards the left, impairment abduction of the left eye, skew deviation and minor dysarthria. Motor function showed latent hemiparesis on the right and sensory function showed a possible reduction to the right as well. The stroke was treated medically. Five days post index procedure, the follow up neurological examination showed unremarkable findings and the patient was transferred to the general ward. In the general ward, the patient's condition improved. Twelve days post index procedure, the patient was transferred to another hospital on other anticoagulants.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that a stroke and left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. On the same day, post index procedure, the patient developed lbbb. No action was taken to treat the lbbb. One day post index procedure, the patient was diagnosed with a stroke. Hospitalization was prolonged for further evaluation and treatment. A CT scan was performed as a diagnostic test. The etiology of the stroke was ischemic based on clinical symptoms and neuroimaging. At the time of reporting, the lbbb and stroke were considered not resolved.